Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours at the infusion site (abdomen). Symptoms reported include hyperglycemia and vomiting. The patient was treated with intravenous fluids for rehydration, an insulin drip, and medication for nausea. The patient was released the following day. The pod was removed at the hospital. Personal diabetes manager (pdm) settings were adjusted as a result of this event. Additionally it was identified that the patient was not filling the pods with enough insulin, and was instructed to do so moving forward.